Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was repositioned several times and the threshold value improved slightly, but was still higher then desired. The physician requested a new lead. When this lead was removed from the patient, the helix was not able to be completely retracted. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix was tested and was able to extend and retract without issue. A new stylet was inserted into the lead lumen with no resistance. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing threshold measurements that were observed during the implant procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was repositioned several times and the threshold value improved slightly but was still higher then desired. The physician requested a new lead. When this lead was removed from the patient, the helix was not able to be completely retracted. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.